Manufacturer narrative:
Corrected information was provided in b3, and d4 (catalog, serial number). Corrected information was provided in d4 (primary UDI number), and d9. Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the pump removal and blue suture hub disconnection was an unintended use error related to pt movement due to the patient pulling the pump out while partially sedated.

Event description:
The complainant reported that the patient, while partially sedated, removed the pump on his own and caused damage to the component near the blue suture hub. The patient is currently stable without mechanical circulatory support, and another device will be implanted later if clinically required.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 medical device problem code a0501 was erroneously entered on the initial manufacturer device report.